Manufacturer narrative:
Device evaluation provided in: describe event or problem, evaluation method codes, evaluation result codes, evaluation conclusion codes. Model number: 72400098, lot number: 0168062018, model description: control pump fgs, UDI: 00878953000688. Model number: 72400024, lot number: 0143772012, model description: balloon fgs 61-70 cm, UDI: (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) was broken. The aus was originally implanted last year and worked extremely well for approximately 12 months. In the last few months the patient has presented with a deterioration and recurring incontinence. A cystoscopy showed that the cuff was not completely closing. Resonance imaging showed there was only 13ml of volume in the balloon which was not providing enough pressure for the cuff to close. A revision procedure was scheduled to occur around (B)(6) 2018. It was further reported that the aus device was explanted due to fluid loss from the cuff. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the artificial urinary sphincter (aus) was broken. The aus was originally implanted last year and worked extremely well for approximately 12 months. In the last few months the patient has presented with a deterioration and recurring incontinence. A cystoscopy showed that the cuff was not completely closing. Resonance imaging showed there was only 13ml of volume in the balloon which was not providing enough pressure for the cuff to close. A revision procedure was scheduled to occur around (B)(6) 2018. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Model number: 72400098, lot number: 0168062018, model description: control pump fgs, UDI: (B)(4). Model number: 72400024, lot number: 0143772012, model description: balloon fgs 61-70 cm, UDI: (B)(4).

Manufacturer narrative:
Additional concomitant medical products: model number: 72400098, lot number: 0168062018, model description: control pump fgs, (B)(4); model number: 72400024, lot number: 0143772012, model description: balloon fgs 61-70 cm, (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) was broken. The aus was originally implanted last year and worked extremely well for approximately 12 months. In the last few months the patient has presented with a deterioration and recurring incontinence. A cystoscopy showed that the cuff was not completely closing. Resonance imaging showed there was only 13ml of volume in the balloon which was not providing enough pressure for the cuff to close. A revision procedure was scheduled to occur around (B)(6) 2018.